Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that system will not boot counts down to 0. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system consistently failed to boot and stayed at the countdown. To resolve the issue, the fse replaced the flex vision computer, reloaded the software, and performed checks to verify both software and firmware loads. The defective part was sent for analysis, for flexvision pc failure was found and the failure was found to be memory issue. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.